Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that preceding the implant of a 29mm transcatheter bioprosthetic valve, the valve load was confirmed by visual, tactile and fluoroscopic check. During the implant procedure, the valve was released up to 2/3rds when it dislodged. Two recaptures were performed for optimal implant positioning and during the final deployment, the handle broke. The "guide" of the delivery catheter system (dcs) was pulled under the blue handle to successfully release the valve in the correct position with trace paravalvular leak (pvl). No adverse patient effects were reported.